Event description:
The customer contacted spacelabs technical support and reported that multiple telemetry beds went offline. Technical support assisted the customer with troubleshooting the failure. The source of the communication issue could not be identified, however, the issue was resolved by resetting the receiver housing and reseating all telemetry receiver modules. Cause of failure was not established.